Event description:
The family member of the home patient (hp) reported they had inadvertently overfilled the hp during priming when setting up the pac-xtra cycler for apd therapy. The hp's family member related that patient was experiencing nausea/vomitting at the time family member was setting up patient's cycler and was not paying close attention to the procedure. The hp's family member relates that they connected patient to the cycler tubing set at the display of "ready for tubing" when the patient line was being primed. As a result, an uncontrolled flow of fluid of an unknown volume occurred from the 2000mls heater bag into the hp. The hp's family member relates that another family member noted the hp appeared purplish in color, had no respirations and a distended abdomen about the time that patient heart monitor sounded an alarm. The hp's family member immediately disconnected the hp from the cycler tubing set and called 911. The fluid in the hp was allowed to drain onto the floor and the hp's family member initiated CPR. By the time fire department had arrived, the hp was breathing fine and patient's skin color was normal. Both hp's family member and the hp's peritoneal dialysis coordinator states there was no patient injury.